Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex st device or bard/davol 3dmax device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) and implant of an unspecified bard/davol perfix plug (device #2). On (B)(6) 2017- the patient had unspecified injuries related to a defect in the ventralex (device #1) and underwent revision surgery for implant of an unspecified bard/davol ventralex st and implant of an unspecified bard/davol 3dmax. The patient is only making a claim for an adverse patient outcome against the ventralex (device #1) and perfix plug (device #2. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."